Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. Dfu-0023-eo: do not overstress the device or use device to pry tissue. The complaint allegation could not be confirmed as the device was not received for investigation.

Event description:
On 07/24/2025, it was reported by a sales representative via (B)(4) that an ar-3638dhc-2 hip fibertak drill bit tip snapped off in the patient's acetabulum. 15 min delay on the case. Metal was retrieved. This occurred during use in a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.